Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 264 (mg/dl). Customer changed supplies, delivered a correction bolus and adjusted the temp rate to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Customer's bg levels stabilized to 161 (mg/dl). Recommendation was made to consult with health care provider to discuss diabetes management.